Manufacturer narrative:
Other, other text: h3: one cadd legacy 1 pump was received in fair physical condition with a cracked housing. The event history log was reviewed and there was no evidence of the reported issue. The moment the device was powered up the device started double beeping. The issue was caused by the downstream occlusion sensor and it will be replaced to resolve the issue.

Event description:
It was reported the device gave a "no cassette" alarm. The issue was found during testing.